Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the power complaint could not be duplicated. Due to internal moisture damage, a review of the pump¿s black box data could not be conducted. The pump was returned with visible evidence of moisture behind the display lens. During testing, the pump powered on to a blank display screen with functioning auditory and vibratory features. The pump case was observed to be damaged. The leak test failed due to a damaged pump case. The pump was opened and moisture was observed on internal components of the pump.